Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle filter blunt fill 18x1-1/2 packaging did not open properly prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿reporting: needle can often not be opened properly by peeling. Consequences: a non-sterile opening which does not guarantee sterility. Risks: infection or waste of money (by throwing away).¿ this complaint is cautiously being reported based on the clients statement indicating a sterility breach was made.

Manufacturer narrative:
H.6. Investigation summary: 5 photos were provided. They show a needle assembly with the plastic shield in sealed packaging blister. The lot# printed on is the lot# 9093555. They show the top and bottom webs fully sealed making difficult to separate them and open the packaging blister. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case both webs were fully sealed and not detected during the inspections. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle filter blunt fill 18x1-1/2 packaging did not open properly prior to use. The following information was provided by the initial reporter, translated from dutch to english. Verbatim: ¿reporting: needle can often not be opened properly by peeling. Consequences: a non-sterile opening which does not guarantee sterility risks: infection or waste of money (by throwing away) ¿ this complaint is cautiously being reported based on the clients statement indicating a sterility breach was made.